Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the sensor reacted even though there was no air bubbles. In case of bubble sensor triggering false bubble alarms (over-sensing issue), the pump is stopped by the bubble alarm even if no air is present in the monitored line. In such situations, the alarm can always be cleared/overridden by user, once the line is verified to be free of air, and the perfusion can be easily restarted. Thus, it is unlikely that a false bubble alarm will result in serious injury. Based on the above rationale, the event has been re-assessed as not reportable.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the bubble detector sensor. The incident occurred in kurume, japan. Through follow-up communication with livanova field service representative, a new bubble detector sensor will be shipped to the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a bubble sensor detector malfunctioned during priming. No additional information is available. It cannot be excluded that bubble sensor did not detect air bubble. There was no patient involvement.